Manufacturer narrative:
.

Event description:
It was reported by the patient's mother that the patient was experiencing an increase in seizures. The patient's mother felt that the vns was no longer working because the patient no longer coughed with magnet activation. No interventions are known to have been planned or taken to date. No additional relevant information has been received to date.